Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak); (insufficient info provided). Conclusions: (insufficient info provided).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm a few years ago. Vessel morphology was not reported. It was reported that the pt has a type 1 or type 2 endoleak. The pt is scheduled for an angiogram to determine the type of endoleak and course of action. No additional clinical sequelae were reported and the pt is fine.